Event description:
During the routine follow-up of the device involved in this report, the physician noticed inconsistent statistics (7% ventricular pacing with 100% of time spent in aai mode). This was observed when the device was interrogated 6 minutes after the previous interrogation.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.